Event description:
2/12/1999 patient had dilatation & curettage, laparoscopy for endometriosis. During laparoscopy, bipolar forceps coagulated without using foot pedal. Biomed dept checked all involved equipment. No problem found. Patient readmitted on 2/19/1999 with abdominal pain. Surgery identified bowel perforation and colectomy performed.